Event description:
A 39 yr old wg0 female status post bilateral subglandular inframammary dow corning gels (no records) local systemic problems. Pt denies decreased size or history of trauma but positive pain in recent mos. Positive systemic symptoms since impiants, am stiffness/myalgias, paresthesias, spasms, fatigue, sleep disturbances, fevers, hot flashes/sweats, headaches, tmjd, visual problems, dizziness, memory loss, sicca, hair loss, sensitivity to sun/cold/chemicals, sob, choking, weight gain, easy bruising, gu disturbances. Otherwise healthy without alcohol intake. Thin melanoma right breast. Family history positive maternal aunt with postmenopausal breast cancer. 5-18-95 bilateral caps/removal bilateral. Marked bleed right 255cc left 250cc.